Manufacturer narrative:
Analysis of the returned uphold vaginal support system revealed that the dart was missing from the lead suture attached to the blue dilator and the suture was frayed. There was a tool mark near the end of the broken suture. The missing dart was behind the catch of the capio suturing device. A review of the device history record (DHR) was performed; no anomalies were noted. The needle location behind the cage of the device suggests the carrier successfully fired the suture. It is likely there was difficulty pulling the leg assembly through the ssl and the tensile force on the device overcame the strength of the suture, causing it to break off. The most probable root cause is operational context.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. The patient's weight is (B)(6). Problem of needle detachment.

Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was used during a surgical correction of uterine prolapse performed on (B)(6) 2013. According to the complainant, during the procedure, the carrier cut the suture. The needle was retrieved inside the head of the capio. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was used during a surgical correction of uterine prolapse performed on (B)(6) 2013. According to the complainant, during the procedure, the carrier cut the suture. The needle was retrieved inside the head of the capio. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on (B)(4) 2014: the suture broke inside the patient while it was being pulled through the tissue. No part of the device fell inside the patient.